Event description:
It was reported that the surgeon punched and inserted pushlock, tapped to laser line and when he went to unscrew it, the tip snapped off. The anchor was seated and the surgeon checked through the scope for the tip in the anchor. It was not seen through the scope. X-rays were not done at the time of this report. Procedure was a rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The pushlock driver was returned with the distal tip of the inner rod broken off. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.